Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The cse identified the source of the smoke was coming from the instrument's uninterrupted power supply (ups). The cse replaced the failed ups with a new ups. The cause of the failed ups is unknown. Note: the components in the power supply are flammability rated and will not catch fire when they fail. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
The customer observed a popping sound followed by smoke being emitted from an advia centaur cp instrument. The operator immediately turned the instrument off and a siemens customer service engineer (cse) was dispatched to the customer site to investigate the problem. There are no reports that treatment was prescribed or adverse health consequences due to the smoke emitted from the advia centaur cp instrument.